Event description:
It was reported to philips that system failed to produce x-rays, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system was not in clinical use at the time of the event. A philips remote service engineer (rse) performed a remote inspection and identified that fluoroscopy had failed. During troubleshooting, the rse noted that the ups was alarming. Although the customer reset the ups (uninterruptible power supply), the system still could not produce x-rays. The customer observed that the self-test on the fdc (flat detector controller) failed and attempted to reload the controller software, but there was no communication with the controller. To resolve the issue, the rse recommended that the hospital's biomedical team replace the flat detector control and reload its software. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that their routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.